Manufacturer narrative:
Product complaint #: (B)(4). Batch # t5cf1m. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device eventually open? If not, how was the device removed from the tissue? Was there any trauma to the tissue? Device evaluation summary: the analysis results found that the tlc75 device was received with no apparent damage, with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a colon resection the device was fired and would not release tissue. A new reload was used to finish the case successfully. There were no adverse patient consequences.